Event description:
Post cardiac arrest, severe cad - reported 2/24/97. Aortic calcification - reported 2/24/97.

Manufacturer narrative:
(This follow-up MDR eas mailed to the FDA on 7/8/97). Device label coe for f10. Position 1: 1738. Device label code for f10. Position 2: 1738. Device labe code for f10. Position 3: 1738.